Event description:
It was reported that this artificial urinary sphincter stopped working due to fluid loss. A surgical procedure was performed to remove the device. There were no patient complications reported.